Event description:
It was reported that the insulin pump alarmed fr pic failed self test. Customer's blood glucose was unknown. Customer stated per error table replaces insulin pump on first occurrence. Customer declined to do troubleshooting and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency board. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube window, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.